Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the video connector. The event can be detected/prevented by following the instructions for use which state: "5.4 inspection of the power supply: confirm that the ventilation grills on the right side and left side panels of the video system center are not covered with dust or other materials. 8.1 care: do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. When the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result. Remove dust, dirt, and other stains on the surface by wiping with a piece of gauze moistened with 70% ethyl or 70% isopropyl alcohol." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had error code b30. The issue occurred during unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.